Event description:
Medtronic received info that this bioprosthetic valve, implanted for an unk duration, was explanted as a result of structural dysfunction: calcification and cuspal stiffening and non-structural and non-structural dysfunction relating to pannus and thrombus.

Manufacturer narrative:
(B) (4): evaluation results: device was not returned for analysis. Analysis: the valve was not returned for analysis. Should the valve be returned, a follow up report will be filed. Conclusion: without the return of the valve, no definitive conclusion can be drawn regarding the performance of the valve.